Manufacturer narrative:
Revision occurred after 23 months due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 23 months after the primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 40 mm + 6 humeral stability cup was explanted. This item was replaced with a 40 mm + 3 135/145* standard humeral cup and 2 of 9 mm spacers.